Event description:
The physician performed a thermitight procedure that resulted in a burn to the submentum. Patient had some fat but not a lot and lipo and then the thermitight. It did warm to 43 degrees but she thinks what happened is that the she didn't have the camera in the right place even after listening to the webinar. Now the patient has a dime size hole and you can see the fat. Physician pretty sure it will heal by secondary intention but it may take a while. Intervention performed but not specified in the report. The patient has visited about 3 times per week since the incident. No other notes provided.